Event description:
The device was used during a low anterior resection procedure. Reportedly, the retaining pin fell into the patient cavity. No patient injury reported.

Manufacturer narrative:
2/17/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.